Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 488 mg/dl. The customer stated that they experienced a no delivery but their insulin pump did not alarm. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer did not return the product back for analysis.